Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02746. It was reported st elevation and hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used along with a 27mm watchman® laa closure device & delivery system. The closure device was deployed in the laa. The patient became hypotensive and developed st segment elevation. It was managed by anesthesia. The closure device was successfully implanted and there were no further patient complications. The patient is fine and has been discharged from the hospital. The physician believes the cause of the hypotension and st elevation was from an air embolism. The physician thinks that the air entered during a contrast injection after the closure device was deployed; however, air was not actually visualized.